Manufacturer narrative:
AN INVESTIGATION IS PENDING TO DETERMINE THE CAUSE OF THIS REPORTED EVENT. AN INTUITIVE SURGICAL, INC. (ISI) FIELD SERVICE ENGINEER (FSE) WAS DISPATCHED TO THE CUSTOMER SITE TO FURTHER INVESTIGATE THE REPORTED EVENT. ADDITIONAL INFORMATION IS BEING GATHERED TO DETERMINE THE CONTRIBUTION OF THE DEVICE TO THE CUSTOMER REPORTED ISSUE. BLANK MDR FIELDS: THE MISSING PATIENT INFORMATION IN SECTIONS A AND B WAS EITHER UNKNOWN, UNAVAILABLE, NOT PROVIDED, OR NOT APPLICABLE. THE EXPIRATION DATE FOR SECTION D4 IS NOT APPLICABLE. FIELD D6 IS BLANK BECAUSE THE PRODUCT IS NOT IMPLANTABLE. INFORMATION FOR THE BLANK FIELDS IN SECTION E1 IS NOT AVAILABLE. FIELD E4 IS BLANK BECAUSE IT IS UNKNOWN IF THE INITIAL REPORTER SUBMITTED A REPORT TO THE FDA. FIELDS G5 AND G7 ARE NOT APPLICABLE. FIELD H10 IS BLANK AS THERE ARE NO RELATED REPORT NUMBERS.

Event description:
IT WAS REPORTED THAT OPERATING ROOM STAFF CONTACTED TECHNICAL SUPPORT ABOUT AN ONGOING ISSUE WITH THE CONSOLE ERGONOMICS THAT PRODUCED AN ERROR MESSAGE. BEFORE CONTACTING TECHNICAL SUPPORT, THE STAFF HAD ALREADY SWAPPED OUT THE AFFECTED CONSOLE WITH ANOTHER CONSOLE TO CONTINUE USE AS PLANNED. TECHNICAL SUPPORT THEN REVIEWED THE SYSTEM LOGS AND DETERMINED THAT ERROR 23055 INDICATED A PROBLEM WITH THE ERGONOMIC ARMREST JOINT POSITION. THE CUSTOMER REPORTED EVENT HAS NO REPORT OF PATIENT INJURY.

Event description:
Refer to H11 for Follow-Up information.

Event description:
REFER TO H11 FOR FOLLOW-UP INFORMATION.

Manufacturer narrative:
AN INVESTIGATION WAS COMPLETED TO DETERMINE THE CAUSE OF THIS REPORTED EVENT. AN INTUITIVE SURGICAL, INC. (ISI) FIELD SERVICE ENGINEER (FSE) WAS DISPATCHED TO THE CUSTOMER SITE TO FURTHER INVESTIGATE THE REPORTED EVENT. BASED ON THE FIELD EVALUATION, THIS REPORTED EVENT WAS CONFIRMED. FSE WAS ABLE TO REPLICATE THE REPORTED ISSUE. FSE REPLACED ARMREST MOTOR TO RESOLVE THE ISSUE. SYSTEM WAS TESTED AND VERIFIED AS READY FOR USE.

Manufacturer narrative:
The unit was returned for failure analysis, and the reported issue was confirmed but not replicated. The Field Service Engineer (FSE) notes further clarified that "logs indicate error 23055 is pointing to an ergonomic armrest joint position problem." Failure Analysis reviewed the error logs and confirmed that error 23055 had occurred, indicating a joint position fault on the armrest motor module. Upon visual inspection, no issues were found related to the reported event. The unit was installed onto a known good in house system, and calibration was performed successfully. The system was power-cycled five times, and the unit functioned as designed with no errors or faults triggered that would be related to the reported event. As a result of these findings, Failure Analysis concluded that no root cause could be attributed to this issue.